Event description:
A pt's mother reported that she desired the pt's battery be removed as it was "not working". There was reportedly a language barrier and the surgeon's office did not know who the pt's neurologist was. The surgeon's office did not know any further info. A surgery in the future is likely.